Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 25. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.